Event description:
It was reported that the patient's right ventricular lead had displaced. A chest x-ray confirmed that the lead had migrated. The lead retained normal function. No device intervention was performed and the lead will be monitored. The patient was stable.

Event description:
New information received notes that the left ventricular lead exhibited failure to capture. X-ray confirmed lead dislodgement. The lead was removed and replaced. The patient was stable.